Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Sudden drop of the battery curve.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Corrections / completions have been implemented in section b1; d3 and h3 preliminary findings on the returned device: upon reception, the device, implanted during 4 years, paces and senses correctly ; moreover, the internal consumption is correct, at least, the internal consumption measured at return can¿t explain the high voltage drop vbat. During the visual inspection of the device at return, we found no abnormal abrasion or flash marks on the titanium case. Moreover, the titanium has been deformed on the edge, as if the case had fallen to the ground, probably during the explantation period. The 3 stacks of the 3 rv terminals block do not rotate, so the contacts are satisfactory. To finish, we found the presence of a correct tightening lead marks on the screw, indicating that the lead have been inserted and properly tightened. There was also an abnormal mark on the first thread of the screw, as if the screw was already engaged before inserting and screwing in the probe or the lead was not sufficiently inserted before screwing. After opening, before removing the battery, the internal consumption and consumption parallel vbat to the primary of the transformer were correct. With an external supply without its own battery, the device charges and shocks normally, without any over-consumption. Manufacturing electrical test t04 of the hybrid was correct, without any error. The longevity study did not reveal any overconsumption during the last implementation period. In addition, there was no oversensing or close charging that could have explained the sudden drop in battery voltage. As a result, the battery will be shipped to integer (manufacturer of the battery) for destructive analysis.

Event description:
Sudden drop of the battery curve.

Event description:
Sudden drop of the battery curve.